Event description:
The event is reported as: the markings on the et tube are too far up on the tube. This issue was apparent during intubation. No pt injury reported.

Manufacturer narrative:
The device has been requested but not received yet. The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.